Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 439 mg/dl. The customer treated with manual injections and multiple site changes. The customer reported the drive support cap to appear normal. The customer stated that no delivery alarm was resolved by complete set change. The reservoir will not be returned for analysis.